Event description:
This case was initially received via regulatory authority (notivisa, reference number: (B)(4)) on 04-feb-2021. This spontaneous case describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and device dislocation ('essure found in abdominal or pelvic cavity') in a female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("pain during sex"), headache ("headache"), arthralgia ("joint pain"), myalgia ("muscular pain"), depression ("depression"), affective disorder ("mood disorder"), abdominal pain ("abdominal pain / abdominal cramps"), nausea ("nausea"), swelling ("generalized swelling"), dysmenorrhoea ("menstrual cramps"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal swelling"), hypersensitivity ("hypersensitivity / allergy"), musculoskeletal discomfort ("lumbar discomfort"), back pain ("back pain"), pelvic pain ("pelvic pain"), vulvovaginal discomfort ("vaginal discomfort") and muscular weakness ("muscular weakness"). The patient was treated with surgery (2 surgeries for essure removal that lead to removal of uterus, fallopian tubes and one ovary). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, alopecia, dyspareunia, headache, arthralgia, myalgia, depression, affective disorder, abdominal pain, nausea, swelling, dysmenorrhoea, vaginal haemorrhage, abdominal distension, hypersensitivity, musculoskeletal discomfort, back pain, pelvic pain, vulvovaginal discomfort and muscular weakness outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, affective disorder, alopecia, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hypersensitivity, muscular weakness, musculoskeletal discomfort, myalgia, nausea, pelvic pain, swelling, uterine perforation, vaginal haemorrhage and vulvovaginal discomfort with essure. Lot number: b02267. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (notivisa, reference number: (B)(4) on 04-feb-2021. The most recent information was received on 08-feb-2021. This spontaneous case describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and device dislocation ('essure found in abdominal or pelvic cavity') in a female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("pain during sex"), headache ("headache"), arthralgia ("joint pain"), myalgia ("muscular pain"), depression ("depression"), affective disorder ("mood disorder"), abdominal pain ("abdominal pain / abdominal cramps"), nausea ("nausea"), swelling ("generalized swelling"), dysmenorrhoea ("menstrual cramps"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal swelling"), hypersensitivity ("hypersensitivity / allergy"), musculoskeletal discomfort ("lumbar discomfort"), back pain ("back pain"), pelvic pain ("pelvic pain"), vulvovaginal discomfort ("vaginal discomfort") and muscular weakness ("muscular weakness"). The patient was treated with surgery (2 surgeries for essure removal that lead to removal of uterus, fallopian tubes and one ovary). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, alopecia, dyspareunia, headache, arthralgia, myalgia, depression, affective disorder, abdominal pain, nausea, swelling, dysmenorrhoea, vaginal haemorrhage, abdominal distension, hypersensitivity, musculoskeletal discomfort, back pain, pelvic pain, vulvovaginal discomfort and muscular weakness outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, affective disorder, alopecia, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hypersensitivity, muscular weakness, musculoskeletal discomfort, myalgia, nausea, pelvic pain, swelling, uterine perforation, vaginal haemorrhage and vulvovaginal discomfort with essure. Lot number: b02267 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (notivisa, reference number: (B)(4)) on 04-feb-2021. The most recent information was received on 08-feb-2021. This spontaneous case describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and device dislocation ('essure found in abdominal or pelvic cavity') in a female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("pain during sex"), headache ("headache"), arthralgia ("joint pain"), myalgia ("muscular pain"), depression ("depression"), affective disorder ("mood disorder"), abdominal pain ("abdominal pain / abdominal cramps"), nausea ("nausea"), swelling ("generalized swelling"), dysmenorrhoea ("menstrual cramps"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal swelling"), hypersensitivity ("hypersensitivity / allergy"), musculoskeletal discomfort ("lumbar discomfort"), back pain ("back pain"), pelvic pain ("pelvic pain"), vulvovaginal discomfort ("vaginal discomfort") and muscular weakness ("muscular weakness"). The patient was treated with surgery (2 surgeries for essure removal that lead to removal of uterus, fallopian tubes and one ovary). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, alopecia, dyspareunia, headache, arthralgia, myalgia, depression, affective disorder, abdominal pain, nausea, swelling, dysmenorrhoea, vaginal haemorrhage, abdominal distension, hypersensitivity, musculoskeletal discomfort, back pain, pelvic pain, vulvovaginal discomfort and muscular weakness outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, affective disorder, alopecia, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hypersensitivity, muscular weakness, musculoskeletal discomfort, myalgia, nausea, pelvic pain, swelling, uterine perforation, vaginal haemorrhage and vulvovaginal discomfort with essure. Lot number: b02267 manufacture date: 2013-02 expiration date: 2016-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: no new clinical information received, update to imdrf/FDA codes only. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.